Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ haematomas. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported approximately 4 months after injection patient developed a ¿depression¿ and a dark spot at the cheek. Further follow up with the reporting healthcare professional revealed patient ¿had hollow in this area for 13 years¿ and the hollow was treated with juvéderm®. The hollow ¿seemed to get a circulation problem and hematoma not serious no hylas.¿ healthcare professional further noted the tissue collapsed and the event has led to permanent damage, which was further explained as loss of fat tissue in the area. Healthcare professional is considering performing a fat-transplant.